Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patients tested for gluc3 glucose hk (gluc3) on a cobas integra 400 plus. The erroneous results were reported outside of the laboratory. The initial gluc3 result was 180 mg/dl. The repeat result was 82 mg/dl. A second sample from this patient had an initial gluc3 result of 170 mg/dl. The repeat result was 92 mg/dl. There was no allegation that an adverse event occurred. The gluc3 reagent lot number was 20318101 with an expiration date of 03/31/2018. The field service engineer (fse) visited the customer site and was unable to confirm the results the customer had initially provided. The fse located other results for this patient of an initial gluc3 result of 173 mg/dl with a data flag. The sample was repeated twice with results of 98 mg/dl. The customer¿s last periodic maintenance was in january of 2017. It was noted that the customer does not regularly clean instrument probes or the wash tower. The fse replaced sample probes with a new probe set at the customer site. It was noted that the sample probe package provided by the customer was torn open but the customer maintained that it was new sample probe. The fse also changed instrument rack settings and advised the customer to clean regularly. After the sample probe was replaced, the customer continued to have an issue with gluc3 results for a 2nd patient. On (B)(6) 2017 the initial gluc3 result for the 2nd patient was 337 mg/dl. The repeat result was 179 mg/dl. Calibration and quality control (qc) results were acceptable. No issues were identified during a review of the customer¿s reaction monitor data therefore an interference seems unlikely. During a review of the alarm trace, the "no fluid/not enough" alarm occurred frequently. This indicates the tube settings don¿t match the filling volume causing the sample probe to dive too deeply into the sample. Product labeling indicates that only one type of sample tube or cup can be used in each rack. Different tube types must not be mixed on the same rack. The customer is putting low volumes for the calibrators and controls which, according to the fse, could cause the "no fluid/not enough" alarm. A general reagent problem has been ruled out since calibration and qc were acceptable. Since the customer is not cleaning the sample probe regularly, a pipetting issue cannot be excluded. The sample probe may transfer too much sample due to deposits on the outside or some material might have found its way into the measuring cuvette which artificially caused the higher results.

Manufacturer narrative:
The customer stated the issue has not recurred.